Event description:
Customer's family member indicated pt was given insulin at noon. Pt was napping and awoke shaking and jerking with hypoglycemia at around 2:30 pm. Customer's family member tested pt on the finger and received a reading of 86 mg/dl. Paramedics were called. Pt's blood glucose level had stabilized by arrival at the hospital. Specific treatment was not indicated by the customer.